Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to broken outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope exhibited error 104. There were no reports of patient harm.